Manufacturer narrative:
Investigation summary: customer returned (2) unopened 32gx4mm bd pen needles from lot# 0162450. The customer reported that the non-patient end of the pen needle is missing, and there was no insulin flow. The samples were opened and examined, and it was observed that neither non-patient end (npe) cannula was missing. Both pen needles were then tested for flow using a test pen injector, and it was observed that both pen needles were able to expel properly. The alleged issues could not be confirmed based on the samples returned for investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that 3 bd nano¿/mc pro ultra-fine¿/mc pen needles 32g x 4mm unable to deliver insulin and the product is damaged. The following information was provided by the initial reporter: pharmacist stated, non patient end of pen needle is missing stated, when there was no insulin flow, consumer removed pen needle and noticed non patient end was missing